Event description:
It was reported that a fracture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal right coronary artery (rca). A rotawire drive was selected for use in a percutaneous coronary intervention (pci) procedure. When transitioning to dynaglide, the rotawire was entrapped and fractured when the rotawire was pulled. An x-ray confirmed the rotawire fragment. The fractured rotawire was successfully removed using a microbasket. The procedure was completed with another rotawire device. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that a fracture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified proximal right coronary artery (rca). A rotawire drive was selected for use in a percutaneous coronary intervention (pci) procedure. When transitioning to dynaglide, the rotawire was entrapped and fractured when the rotawire was pulled. An x-ray confirmed the rotawire fragment. The fractured rotawire was successfully removed using a microbasket. The procedure was completed with another rotawire device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination and microscope inspection of the returned guidewire revealed the spring tip bent/kink and a detached portion of about 1.4cm. Inspection of the remainder of the device presented no other damage or irregularities.